Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Additional skin reaction reported under (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The patient stated that by the tenth day of wearing the sensor, the skin was red, irritated, and scarring at the insertion site. No additional event or patient information is available.